Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 patient began experiencing irritation and itching at sensor site. Patient stated this happens with all his sensors and usually heals in about a week without any permanent scarring. Patient was at a regular doctor's visit on approximately (B)(6) 2013 and patient asked the doctor about the rash, but was not able to show doctor since he did not want to remove the sensor. Doctor did not prescribe anything to patient. At the time of the call patient reported feeling fine.